Manufacturer narrative:
Customer was contacted requesting product return for investigation. Customer contacted ameda, inc. That she will return the pump base on 11/28/2016 through (B)(4) as of this date, the pump base has not been received at ameda, inc. Therefore visual inspection or investigation of the allegation, leaking fluid, could not be conducted. If the product is returned at a later date, a supplemental medwatch report will be filed with the FDA.

Event description:
Customer contacted ameda, inc. To report using her purely yours breast pump at work on battery power when she heard a loud pop and sizzle from inside the pump base. She states black fluid began leaking from the battery compartment in the base. Customer reports no injury, burn or property damage in this event.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment and on coils. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.